Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with broken belt clip slot. Unit received with debris under display window. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 418 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was high blood glucose. The customer was treated with IV and insulin drops and was sent home and was punt on humalog. Customer was wearing the pump at time of hospitalization. The customer declined the troubleshooting and just wanted to replace pump at this time.